Manufacturer narrative:
An event of separation problem and premature separation was reported with a patient effect of bleeding. The guidewire and vise were returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. A returned device assessment could not be performed on the plug as it was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported separation problem and patient effect of bleeding, could not be determined. The reported premature separation likely resulted from the attempt made to release the device (unscrewing the delivery cable), however this cannot be determined. A minor injury was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 7mm amplatzer vascular plug IV was selected for implant. During implant the plug could not be deployed due to the screw mechanism. While attempting to remove the plug from the patient the plug released within the delivery catheter. The plug was able to be removed from the patient through the delivery catheter. There was a clinically significant delay to the procedure as the patient continued to actively bleed. The patient status was unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 7mm amplatzer vascular plug IV was selected for implant. During implant the plug could not be deployed due to the screw mechanism. While attempting to remove the plug from the patient the plug released within the delivery catheter. The plug was able to be removed from the patient through the delivery catheter. There was a clinically significant delay to the procedure as the patient continued to actively bleed. The patient status was unknown.